Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 583 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the prime and self tests. The customer did not have the tubing clamp for the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.